Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional tests could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer did not feel confident with the insulin pump due to excessive no delivery alarms. Customer wanted to have the pump replaced. Customer's blood glucose level was 10.2 mmol/l. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.